Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer rollingstone embedded was returned to the manufacturer for analysis. Analysis found that upon return, tamper seals were not fully intact. However, initial boot was successful, so no failure was found. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation application was unable to start. The system was not starting up with numerous beeps. There was no patient present when this issue was identified.